Event description:
After an implantation time of 53 months, increased impedance and thresholds as well as oversensing were reported. During extraction, suspected damage to the lead was observed. The lead was returned to biotronik for analysis.

Manufacturer narrative:
The returned lead was thoroughly analyzed. During the analysis, the lead was checked visually, electrically, and mechanically. The analysis detected fraying of the insulation about 56 cm distal of the is-1 connector pin. In addition, the rope conductor to the ring electrode was fractured at that site, which was confirmed in the electrical analysis. These damages can with high probability be regarded as the cause for the clinical complaint. The observed damage manifestation leads to the assumption of friction against a neighboring partner lead. X-ray images or diagnostic images of any other kind that could provide information on the positional relationships of the implanted system in the body were not available for analysis. However, the partner leads are known from the complaint text. The analysis did not show any other deviations that could be related to the clinical complaint.the manufacturing process of this lead was reviewed. The production documents did not show any anomalies. All manufacturing steps had been carried out correctly. In summary, there were no indications of a material defect or manufacturing error.